Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device:uterus') and pregnancy with contraceptive device ('pregnancy (with complications)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)". The patient's medical history included rectocele (surgical history:) on (B)(6) 2017, d & c on (B)(6) 2013, uterine repair on (B)(6) 2013, tubal ligation (adiana 2012) in 2012, multigravida, parity 4 ((B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2017), recurrent abortion, single foetal death in twin pregnancy, pregnancy with contraceptive device (2013), miscarriage (2013), pregnancy with contraceptive device (2015), miscarriage (2015), nausea, vomiting, morbid obesity, pre-eclampsia (history of preeclampsia in prior pregnancy) and cystocele. Previously administered products included for an unreported indication: birth control pil. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced labour complication ("difficult pregnancy and delivery/painful and complicated delivery"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint aches"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (essure removal has done). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the device expulsion, labour complication, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, abdominal pain, back pain, arthralgia, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, labour complication, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plaintiff experienced two other pregnancy episodes with essure in 2013 and 2015, which are captured under cases 2019-108580 and 2019-108582. Have not had essure removed, are you currently planning for removal no. Current weight: (B)(6) lbs. Date(s) of insertion: (B)(6) 2016 (as per ppf) other - unclear if also had miscarriage after essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: left tube appears patent. Spillage of contrast. Material is seen on the right side. No evidence of tubal occlusion. Imaging procedure - on (B)(6) 2015: right occlusion only. Pathology test - on (B)(6) 2017: right fallopian tube: portion of completely transected fallopian tube. Left fallopian tube: portion of completely transected fallopian tube. Pregnancy test - on (B)(6) 2016: positive pregnancy test. Ultrasound scan vagina - on (B)(6) 2016: an intrauterine gestational sac with viable embryo of approximately 7 weeks and 5 days. Assessment: supervision of normal pregnancy first trimester. Contraception failure- history of adiana contraception.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received-case become incident, new event bladder problem, urinary problem were added. Lab data was updated, reporters information was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.